Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales rep that surgeon informed that medial laxity and hyperextension when patient extend his leg detected through clinical finding upon clinic appointment. Explanted done and replaced with ts implants ( revision surgery) this is a first revision surgery , the primary surgery was done on (B)(6) 2020. Patient outcome ( as of 25 may 2022) : as the revision surgery just been done, patient is recovering well.

Event description:
It was reported by the sales rep that surgeon informed that medial laxity and hyperextension when patient extend his leg detected through clinical finding upon clinic appointment. Explanted done and replaced with ts implants ( revision surgery). This is a first revision surgery, the primary surgery was done on (B)(6) 2020. Patient outcome ( as of (B)(6) 2022) : as the revision surgery just been done, patient is recovering well.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection: the devices were not returned however photographs were provided for review. A review of the photographs indicated recently explanted devices covered in blood and tissue. The locking wire of the insert was fractured off consistent with explantation. Nothing remarkable is observed. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.